Manufacturer narrative:
An event of a loose grounding pad connector and error was reported. No devices were received in lab for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. A CAPA exists related to this complaint investigation.

Event description:
Related manufacturer report number: 3005334138-2023-00150, 3005334138-2023-00151. It was reported that during a procedure, a grounding error message appeared on an rfa generator. Troubleshooting revealed a connection problem with the grounding pad plug and the generator. As a result, the procedure could not be completed.